Event description:
Clinical study. Same case as MFR # 6000093-2004-01112, 01113, 01114, 01115, 01111. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid left anterior descending (lad) with 80% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of 3 overlapping taxus express2 8.8% drug eluting stents (2.5 x 24 mm and two 2.5 x 20 mm). Residual stenosis was 0%. Target lesion 2 was identified in the proximal lad with 70% stenosis and a 3.25 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of two overlapping taxus stents (3.0 x 24 mm and 2.5 x 20 mm). Residual stenosis was 0% following post-dilation. Target lesion 3 was identified in the left main coronary artery with 70% stenosis and a 3.4 mm reference vessel diameter. This was a bifurcated lesion. Target lesion 3 was treated with placement of a 3.0 x 20 mm taxus stent, reducing the stenosis to 0% following post-dilation. A 90% lesion in the ostial cx was treated with balloon angioplasty, reducing the stenosis to 0%. Two days later while still hospitalized following the implant procedure, the pt underwent successful implantation of dual chamber pacemaker. The following day the pt went into cardiac arrest. Efforts to resuscitate the pt were unsuccessful and they were pronounced dead. An autopsy was not performed. No further information is available from the site.